Event description:
Since (B)(6) of 2017 I have noticed weird symptoms that I¿ve never experienced before. My health is generally excellent and I am not taking any medications or had any past surgeries other than breast augmentation. I can never get enough sleep I am so fatigued my body aches all over I have white lights that go across my eyes, anxiety that I¿ve never experienced before. Tingling in my limbs. Horrible memory loss and word recognition. I am unbalanced especially in the morning. Body temperature fluctuations, heart palpitations, urine leakage, light and sound sensitivity, snarkiness, constant sinus drainage, horrible dry mouth, candida ringing in my ears, plus some other things. Doing consultations for explant.